Event description:
The device was used during a lar procedure. Reportedly, the staples were missing. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
8/6/1998- supplemental report #1 sent to FDA. Additonal info entered in d-9 (date) device evaluation indicated and codes entered in h3 and h6. Interference between the pusher and the frame prevented the device from firing staples.